Event description:
A voluntary medwatch was rec'd from the facility indicating: the medication programming screen froze; unable to restart drips after volume limit was reached. The pumps were exchanged and drips were restarted on a new pump. The medication pause affected the pt's blood pressure, necessitating administration of fluid boluses (unknown) and increased drip rates.

Manufacturer narrative:
Although multiple calls have been placed to the facility requesting additional clinical info, no response has been rec'd. Should the pump be rec'd for eval, a follow-up report will be filed upon completion of an evaluaiton or if any additional info becomes available.